Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure while advancing the catheter in patient's body it broke. The procedure was completed successfully without using the distal access catheter. No clinical consequences were reported due to the event.

Event description:
It was reported that during the procedure while advancing the catheter in patient's body it broke. The procedure was completed successfully without using the distal access catheter. No clinical consequences were reported due to the event.

Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Additional information provided by the customer indicated that the product was prepared as per the dfu instructions, the break on the proximal section occurred during advancement of the catheter during the procedure, procedure was completed successfully without any medical or surgical intervention to the patient. The information from the customer also indicated that the patient's anatomy was very tortuous and in physician's opinion, rough handling of the catheter may have caused it to break. This issue is due to handling of the product during the clinical procedure. Therefore, a cause of 'handling damage' has been assigned to the reported catheter break.

Event description:
It was reported that during the procedure while advancing the catheter in patient's body it broke. The procedure was completed successfully without using the distal access catheter. No clinical consequences were reported due to the event.

Manufacturer narrative:
Section d2 (common device name): corrected to "catheter, thrombus retriever".